Event description:
Customer obtained a non-reproducible advia centaur cp troponin ultra (tni ultra) results for two patients. There are no reports that treatment was altered or prescribed or adverse health consequences based on the non-reproducible advia centaur cp tni ultra results.

Manufacturer narrative:
The cause of the non-reproducible advia centaur cp troponin ultra result is unknown. A siemens customer service engineer went on site and performed a total service call. The system was decontaminated, including the acid and base. The acid and base pumps, the valve manifold, the wash 1 rotary pump, gray peri-pump tubing and sample syringe were replaced. The system was fully operational upon departure. Siemens continues to monitor the site. The summary and explanation of the test section of the instructions for use states: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make a diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."